Event description:
Pt became disconnected from ventilator while family was in room. The nurse took several mins to respond to the alarm because she did not hear the ventilator alarm. The nurse was in another room in attendance with another pt. The family member heard the alarm and had to find the nurse to attend to the alarm. The nurse may have not sensed the urgency of the alarm situation. The ventilator beeps 5 times, then pauses, beeps 5 times, then pauses. This sequence repeats itself during a disconnect. Other ventilators at this institution have a continuous uninterrupted audio alarm during a diconnect. Nursing staff are being educated about the priority rating of the galileo alarms, but they still feel the tone is not loud enough and should be continuous to get attention.